Event description:
It was reported that the universal oscillating saw attachment pin was broken into pieces which prevented the blade locking mechanism to operate. There was no pt harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 06/27/2011. Eval of the device observed that the pin was broken into pieces which prevented the blade locking mechanism to operate. It was also noted there was a broken pin on the mounted drive shaft, broken motor holding screw, a controller board issue, and it had a seized/noisy motor. The root cause of the reported event is undetermined. The device was serviced and returned to the customer.